Event description:
On (B)(6) 2015, a mitral valve replacement (mvr) was performed and this 25mm masters series valve expanded cuff was implanted. On (B)(6) 2017, the valve was explanted emergently as one of the leaflets became immobile due to a suspected thrombus. Ex vivo, a leaflet was accidentally fractured by the surgeon. The fractured leaflet was removed from the patient in its entirety. A second 25mm masters series valve was implanted.

Manufacturer narrative:
The results of this investigation concluded both leaflets were displaced from their recessed pivot areas and were immobilized in the open position. There was pannus on the sewing cuff which continued onto the top and bottom rim of the orifice. Thrombus was observed in three of the recessed pivot areas, and one recessed pivot area contained a chip. There was no evidence of material defect in the carbon coating that may have caused or contributed to the orifice damage. Rather, the orifice damage was caused by some external force applied to the orifice which overstressed the carbon material. No acute inflammation or significant calcifications were observed in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the thrombus, pannus, chip was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.